Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015-device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump¿s total daily dose values revealed that the user programmed basal rates were added up appropriately. During test, the pump emitted a ¿no cartridge detected¿ warning with an attempted load step. A leak test was performed and failed due to a leak in the pump casing. The pump case was removed, and evidence of moisture ingress was found. Further testing could not be completed due to moisture damage.